Event description:
Patient reported feeling something hot during a procedure. The doctor stopped the procedure and observed that the head of the handpiece had become very hot. No adverse effect was observed with the patient.